Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, force bipolar forceps instrument had frayed cabling. The customer replaced the instrument with a backup and proceeded with the case before calling. The customer will return the defective instrument. The procedure was completing as planned with no reported injury.